Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a corflo cubby low profile gastostomy device was placed during a peg placement procedure. According to the complainant, approximately a week after placement, the balloon deflated. Reportedly, the water leaked from the port used to inflate the balloon, the balloon did not rupture. Another corflo cubby low profile gastostomy device was used to replace this device. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device exp date and MFR date are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.